Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the issue was caused by a blown fuse on the f3 line of the main power distribution unit (mpdu) due to poor contact in the ippc power cable. To resolve the issue, the fse corrected the cable contact and replaced the blown fuse. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.